Event description:
The ge oec 9800 fluoroscopy system reportedly had the collimators within the field of view nad the preview collimator icons did not accurately match the actual collimator position.

Manufacturer narrative:
A ge oec service rep investigated the issue and mechanically adjusted the collimators, then performed a re-calibration of the collimators. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.